Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 15mg/ml at 4 .003mg/day and bupivacaine 30mg/ml at 8.006mg/day via an implantable pump. It was reported that the patient had withdrawal symptoms post pump replacement on (B)(6) 2024. The environmental, external or patient factors that may have led or contributed to the issue was the physician office suspects the medication that was mixed incorrectly. The diagnostics and troubleshooting performed was a cap (catheter access port) and dye study was done. All were clear and successful. The actions and interventions taken to resolve the issue was the physician also did a pump cleanse procedure to clean and return to a proper concentration and dose. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.